Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with a pocket erosion and possible infection. The patient's temperature was normal. The pocket was treated with antibiotics and resewn. The pouch did not heal. The pacemaker was extracted and replaced. The atrial and ventricular leads remained implanted. The patient's condition was stable, the device parameters were good with no adverse reactions.